Event description:
A device report from synthes (B)(4) indicated a hospital in the (B)(6) reported: in (B)(6) 2013 an osteoporotic patient was implanted with matrix perforated system. Patient returned to surgeon, date unknown, complaining about something bothering her in her back. CT scan showed one screw head popped off the construct. Patient was returned to o.r. On (B)(6) 2012 with surgeon removing the polyaxial head and locking cap and replacing the hardware. Patient is fine and in stable condition. Surgeon noted: he suspected that the head was not placed accurately to start with. This is 3 of 3 reports for (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Locking screw has nicks and scratches on sd25 face. Described nonconformity is post manufacturing. There is no complaint against this component, complaint states that the screw head popped off. Raw material cannot be measured because of lack of area but was verified as correct in DHR.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Patient identifier: (B)(6). Investigation is on-going. Subject device has been received and is currently in the evaluation process. Manufacturing documents were reviewed and no complaint related issues were found.